Event description:
It was reported the patient had a change in therapy effect following a refill that occurred on (B)(6) 2014. At the refill, baclofen was added and a bridge bolus was programmed to last 147 hours and 39 minutes. The patient "came in" (unknown location, reporter is an unknown healthcare professional (hcp)) 3 hours ago ((B)(6) 2014) and was somnolent. The hcp indicated the patient was "coming around" and was responsive. The hcp believed the pump was overdosing the patient. The hcp requested information to stop the pump, but only possessed the patient's personal therapy manager (ptm). The hcp was redirected to a manufacturer representative and was given troubleshooting options. The pump was used to deliver baclofen and dilaudid. Information related to the outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).